Event description:
On (B)(6) 2023, it was reported by a sales representative via sems-06015410 that an 0838-000 reduction tool, tibial nail, the device broke during surgery on (B)(6) 2023. The patient was not harmed. This occurred during use in an unspecified procedure with no patient harm. Additional information has been requested. On (B)(6) 2023, the sales representative provided the following information via email: this occurred during a tibial nail procedure. The device did not break, just bent, and was used to complete the procedure successfully. There was no case delay reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation was not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely reason for the reported failure is user error applying excessive forces during use.